Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, (B)(4) materials, process methods or other technological characteristics are registered within the u.s.: k122734. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample from the customer. However, we have received a picture of one open and unused pouch. In the picture received, it can be seen that there are six sutures inside the pack instead of five as indicated in the product description. The needles in this picture are placed in the flap in the pouch and the sutures are still wound on the pack. It is caused by a human mistake during production process, the operator by mistake placed and wound six sutures instead of five inside the package. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the picture received shows a sample that does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the picture received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. A credit note for one box of product as compensation will be sent to the customer. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with novosyn violet suture. The client reported that found six sutures inside when opening a package. The defect was detected prior to use.